Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Concomitant medical products: model: ddmc3d4, ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an arrhythmia episode, the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to detecting the arrhythmia as a supra ventricular tachycardia (svt). Additionally, it was noted that during recorded episodes of ventricular tachycardia (vt), the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The device was reprogrammed. As the episodes of ffrw only occurred during vt, the physician elected not to make any changes to the lead programming. Additionally, it was noted that the right ventricular (rv) lead exhibited low r waves. The device and leads remain in use. No further patient complications have been reported as a result of this event.